Event description:
Customer reported false negative blood and leukocytes results on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
Customer has been instructed that clinitek atlas uses different methodology than uf1000i to report rbc and wbc results. Siemens customer support engineer had replaced the rotary receiver and ran calibration, control samples and verified calibration data. Customer has not had any discrepant results. Clinitek atlas results were compared with the other atlas and uf1000i. Customer is satisfied and does not request additional service. System is operational.